Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.